Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, analysts were unable to duplicate the reported issues. No alarms sounded neither was the device noisy. The device detected air bubbles, air in line, and liquid levels as intended. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a lower safety clamp, very sensitive chamber detector, and the water pump was very loud. There was no reported adverse events.